Manufacturer narrative:
Reference MFR. Report : 1221359-2021-01610. (B)(6). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) conflicting results on the ID now covid-19 assay . This MFR. Report addresses patient two (2) of two (2) the customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 . Repeating testing was performed on the ID now covid-19 on the same day ( three (3) hours later at (B)(6) ) generated a negative result . Confirmation testing was not performed. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018764 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/ lot: 1018764, test base part number 190-430/ lot: 1018764. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018764 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018764 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the logfiles were not provided. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.